Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the device noted that the balloon had a cut. The obturator, insufflation port, lock collar, valve seal and doors appeared intact. The insufflation bulb was not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lap. Bilateral inguinal hernia repair procedure when access to preperitoneal space, the balloon physically broke, the balloon did not inflate and valve seal damaged. The structural balloon that was defective was cracked in the unopened package. The inflation bulb that comes with the device was not able to inflate. The inflation bulb that comes with other device was used to successfully inflate a second balloon trocar.